Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient was at home and in bed when the lifevest started to alarm. The patient's wife reported that the patient "flew out of bed onto the floor" during the event. The patient's wife reportedly called ems, who attempted to resuscitate the patient for approximately 45 minutes before the patient was transported to the hospital where he passed away. Review of the patient's continuous ECG recordings show that the patient received a non-lifevest defibrillation at 3:11:12 am, prior to passing. The patient's rhythm at the time of the shock was vt at 180 bpm and the post-shock rhythm was bradycardia at 50 bpm. The patient had been in vt for approximately 2 minutes prior to the shock, however motion artifact and response button usage prevented the lifevest from delivering a treatment. It is unknown who was pressing the response buttons. The device was then shutdown at 3:11:15 am. The device was started up again at 3:21:26 am. At 3:28:52 and 3:29:48, vf was detected with CPR artifact. At 3:29:59, a non-treatable rhythm was declared. At 3:30:14 am, the lifevest detected vf. Gel was released at 3:31:00, and an appropriate treatment was delivered at 3:31:18 while the patient was in vf. The post-shock rhythm was idioventricular rhythm at 35 bpm slowing to an idioventricular rhythm at 10 bpm. At 3:53:51, the patient's rhythm degraded from idioventricular rhythm at 80 bpm to asystole. At 3:54:14 am, the patient's ECG shows asystole with CPR artifact transitioning to an idioventricular rhythm from 20 bpm to 90 bpm. The patient's ECG then shows that the patient was in sinus bradycardia at 40 bpm at 4:06:52 am. The patient was in bradycardia from 40 bpm to 50 bpm with motion artifact degrading to asystole from 04:04:51 until the device was shut down at 04:21:51 on (B)(6) 2018. The equipment was returned and was found to be fully functional. There is no indication of any device malfunction that caused or contributed to the patient's death. Motion artifact and response button usage prevented the lifevest from delivering a treatment during the first treatable arrhythmia.